Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. When the uterus was sutured the suture pulled off of the needle, causing the physician not to be able to continue sewing. The physician knotted the suture. Changed another package of suture to continue to sew and completed the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffer from any consequence due to the issue (pull off suture needle)? If yes please explain what is the product code? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: could you please confirm if the patient suffer from any consequence due to the issue (pull off suture needle)? If yes please explain. What is the product code? All answers above are unobtainable. Once there is any update, we will update the information.